Event description:
Consumer stated, "I swallowed your grind no more guard in my sleep and it's been lodged in my esophagus for two days... I woke up three days ago choking with a pain in my chest, with cold sweats... I realized it was a weird and stabbing pain, and in my esophagus and that my guard was not in my mouth, or on my bed. I thought I was losing it and went back to sleep. Woke up in the morning with the same pain in my chest, and anytime I ate that day I could feel it move up and down. The next morning I was advised by my doctor to go to the ER. They x-rayed me, but as it's silicone, they also had me hold another guard while being x-rayed to see if it would show up. It did, they both did, one as a shadow in the corner of the x-ray and one right between my breast bone in my esophagus. The ER had to call in a separate on call ent team to come perform an endoscopy. They said they were unable to grab it as it slid down into my stomach but that I should expect the pleasure of 'passing' it in 2-10 days."